Event description:
The pt reported that she discontinued use of the infusion device "one to two weeks ago" because she dropped it on the bathroom floor. She stated that she did not notice any physical damage to the outside of the infusion device, but the device no longer delivered insulin correctly after being dropped. Her blood glucose elevated to 500 mg/dl and she was unable to lower it. She then switched to her backup infusion device and her blood glucose returned to normal. The pt's blood glucose is typically under 200 mg/dl. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.